Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital complaining of a non-functional artificial urinary sphincter (aus). The physician attempted to troubleshoot the device, but the issues persisted. A surgical procedure was performed, wherein all existing aus components were explanted and replaced with a new device. Atrophy and fluid loss were suspected as possible cause of the issues. Inspection of the device noted no holes; however, fluid loss was identified as there was less saline than expected in the pressure regulating balloon. No additional patient complications were reported.